Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73j1500670 investigations did not show issues related to the complaint. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the staples do not close. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) unit of catalog number 528235 visistat 35w 6/box was received, disinfected, opened package, lot #73j1500670, stapler was received with remaining staples; the first staple was observed slightly misaligned. During visual inspection it was observed components looked well assembled. Issue reported "does not grab skin properly" was not confirmed with the sample received, please refer to photos. Functional inspection: the first staple which was observed slightly misaligned was removed and then the stapler was fired (activated) and one staple was loaded, closed & released properly; no issues were found. Then, stapler was activated and 28 staples were loaded, formed & released and a total 29 staples were loaded, formed & released. Issue reported "does not grab skin properly" was not confirmed with the sample received. Sample received did not confirm the issue reported by the customer "does not grab skin properly" during visual inspection. A functional type inspection was performed stapler was activated slowly (normal process) and 28 staples were loaded, formed & released. A total 29 staples were loaded, formed & released.

Event description:
Reported event: the staples do not close. The patient's condition was reported as fine.